Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. The visual inspection of the provided video showed a loose particle inside the header cap during priming. The particles showed the most similarity with the spectrum of a carton or paper pieces. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak from the housing of a polyflux 140 h was observed during use. There was no patient injury or medical intervention associated with this event. No additional information is available.